Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) level was 45 mg/dl and was due to the pump setting correction factor needed to be adjusted. Candy was consumed to address the bg level. Tandem technical support advised the customer to discuss the bg level with a healthcare provider.